Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 500 mg/dl (patient's meter), 65 mg/dl (patient's meter) and a result in the "400's" mg/dl (pharmacy meter). The patient received 2 units of unknown insulin. The patient was capable of self-treatment.